Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by the sales rep via email that after a rotator cuff repair the expressew iii autocapture + suture passer, the scrub tech tried to remove the loader board but accidentally broke part of the upper jaw. The complaint device was received and evaluated. Visual observations confirm that the upper jaw was broken. In addition, the device was worn and presented signs/stains of the repeated sterilization cycles. The functional test cannot be performed due the damage in the device. A manufacturing record evaluation was performed for the finished device lot number: [52506-190920-06], and no non-conformances were identified. The complaint can be confirmed. The root cause for the reported failure, as per event description indicates the scrub tech tried to remove the loader board but accidentally broke part of the upper jaw. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a iuppl. If inorwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that after a rotator cuff repair procedure on (B)(6) 2021, it was observed that part of the upper jaw on the expressew iii ac+ gun device was broken. According to the report, the scrub tech tried to remove the loader board but accidentally broke it. There was no delay nor patient consequences reported. No additional information was provided.